Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted left hemicolectomy surgical procedure, the patient-side cart universal surgical manipulator (usm) 3 faulted with an error, and a system restart had been attempted but the issue persisted. The tse then reviewed the logs and confirmed an additional error that indicated a problem associated with the acc board in the usm3. The tse advised that arm 3 was not functional in its current state and asked whether the procedure could proceed using the remaining three arms; it was determined this was not possible, so the procedure was instead performed laparoscopically. The tse stated that a field visit would be needed to resolve the issue and agreed to have a callback arranged with an estimated time of arrival. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury.